Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to closing the pocket during the implant procedure intermittent noise was noted on the right ventricular (rv) lead electrograms (egm) which was causing inhibited pacing on the implantable pulse generator (ipg). Blood was noted on the rv port of the ipg. The lead remains in use; the ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.